Event description:
Caller states that the patient (pt) is saying that when she had her battery change that they 'had a difficult time' getting the leads plugged into the new implantable neurostimulator (ins). The caller states that since that time the pt has noticed that she has been getting shocking at her battery site and it takes 4-6-10 hours to charge the ins. Because of these things the pt has stopped using her system and the caller seemed to confirm that the pt has not used it in >1 year. The caller is trying to charge the pt's ins and notes she has gone through six, 10-minute passive charge sessions and the device has yet to roll over to regular charging. Troubleshooting had caller try to disable the device and upon doing so and attempting to recharge, the device still remains in passive charge with numbers 75-75-75. Troubleshooting noted caller can move the recharger around the ins and advised they continue passive charge but if it does not roll to normal charging she may have to attempt disabling the device again. Caller will continue and will call if necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6), 2022. The cause of shocking/recharging issues was undetermined. Reprogramming and activating adaptive stim took care of the issues of shocking. The patient stated that the battery placement was sub optimal because it is in a ¿crease¿ of skin. Rep discussed suggestions to improve charging. These issues have been reported to her physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep was able to reach the patient by phone today ((B)(6) 2022). They stated that they were able to successfully charge their ins, but they had not used the system since their last visit. The rep stated that they have plans to meet with the patient on (B)(6) 2022 at the doctor¿s office to attempt to optimize their therapy. They had not complained of any further shocking or discomfort. The patient¿s weight at the time of the event was not shared and would no be shared the rep had no further information at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. No further actions will be taken to resolve her battery placement issue. Pt is able to charge and use her system.